Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: w230819661900 the collection set is not available for return because it was discarded by the customer the wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history record (DHR) was reviewed for this record. There were no issues noted in the DHR that would have contributed to an elevated wbc count. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the wbc count was below the limit of 5x10^6. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Corrected information: the internal CAPA for wbc issues is not related to this report as the wbc level was within limits. Root cause: based on the reported information, the rwbc count was within the FDA limit of less than or equal to 5.0 x 10^6 per transfusable unit. The machine and disposable operated as intended.